Event description:
The customer reported that the central nurse's station (cns) is spontaneously rebooting. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) is spontaneously rebooting. Per the customer, they'll turn it on and it will try to launch the cns application and then spontaneously shuts down. Technical support (ts) troubleshot the issue, but the problem remained. Ts informed the customer that it could be that the hdd's are corrupt. Ts advised the customer to send in the unit for evaluation/repair. Ts also informed the customer that they could purchase new hdd's, but could not fully guarantee that this would resolve the issue. Ts helped the customer set up the beds to be monitored by another cns. There was no patient injury reported. Investigation summary: the root cause of the issue is considered to be hard drive failure due to lack of preventative maintenance. Investigation of the reported issue found the root cause of the issue to be due to overdue maintenance. Hard drives are routine service component, it is expected to be replaced periodically or as indicated (preventative maintenance). This does not suggest nk device deficiency/malfunction. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 attempt # 1: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. B6 attempt # 1: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. B7 attempt # 1: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. D10 attempt # 1: (B)(6) 2021 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 2: (B)(6) 2021 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 3 (B)(6) 2021 emailed the customer via microsoft outlook for device information: no reply was received. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type? H10 additional manufacturer narrative. Manufacturer references # (B)(4) - 121780 follow up 001.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) is spontaneously rebooting. Per the customer, they'll turn it on and it will try to launch the cns application and then spontaneously shuts down. Technical support (ts) troubleshot the issue, but the problem remained. Ts informed the customer that it could be that the hdd's are corrupt. Ts advised the customer to send in the unit for evaluation/repair. Ts also informed the customer that they could purchase new hdd's, but could not fully guarantee that this would resolve the issue. Ts helped the customer set up the beds to be monitored by another cns. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) is spontaneously rebooting. There was no patient injury reported.